Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 47mm diameter aaa. During the index procedure, after the stent graft was placed, angio showed type iiib endoleak -contrast was extravasating outside the graft in the proximal portion of the right common artery. A 1620124 limb was additional implanted to re align the original limb that was implanted to resolve the endoleak. It was reported the event was caused by excessive ballooning. No additional clinical sequelae were reported and the patient is fine.